Event description:
A nurse reported receiving a system message at the beginning of a case. During the case, another foot pedal was brought in to complete the case. Additional information was received from the nurse reporting the system message was received during setup for the second case of the day. The foot pedal was switched out, prior to the second case beginning, and the case was completed. There was no pt involvement reported.

Manufacturer narrative:
The facility has ordered a new foot pedal and will send in the replaced foot pedal for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).